Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer stated that he just changed the battery and received the alarm. Customer was unable to check the alarm history because they were unable to clear the alarm. Customer stated that temp basal was not programmed before the alarm occurred. Customer also stated that the pump was not stored or not in use for an extended period of time. Customer reported that the buttons became unresponsive. Customer stated that they were in a very humid climate while traveling. Customer treated with a manual injection. Customer's blood glucose level was 10 mmol/l. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.